Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented with a merlin.net transmission for non-sustained rv oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended.